Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable cause of the alleged over infusion was not identified by bd tech support during the customer call. There was no sufficient sample to escalate sd dchu.

Event description:
It was reported there was an alleged over infusion. Unit was then found powered off. There was patient involvement however outcome is unknown. Although requested, no further information was provided by the customer.